Event description:
The account alleged that smoke was being emitted from the control box. No one was no the bed when the alleged problem occurred. The account replaced the control box to repair the bed.